Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for pacemaker evaluation after undergoing magnetic resonance imaging. Upon interrogation, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. All electrical measurements were normal. The patient would continue to be monitored.